Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report# 2183959-2012-00473. It was reported the pt had a monarc sling implanted on (B)(6), 2004. The pt had a second monarc sling implanted on (B)(6), 2010 to treat stress urinary incontinence. Following both sling placements, the pt experienced pain and dyspareunia requiring excision of the sling(s) on (B)(6), 2011. The pt continued to experience pain, impairment, disability, and permanent injuries.